Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down to biomed because the chiller was frozen over. It was determined that the device had a failed chiller. Chiller tank full. Chiller temperature (t4) was 22.8. Per follow up information received via task on 15apr2025, spoke with biomed who stated they had pulled all patient data. They said this event did not occur during patient use. Nurse found it in the closet with a frozen chiller.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down to biomed because the chiller was frozen over. It was determined that the device had a failed chiller. Chiller tank full. Chiller temperature (t4) was 22.8.

Event description:
It was reported that the arctic sun device was sent down to biomed because the chiller was frozen over. It was determined that the device had a failed chiller. Chiller tank full. Chiller temperature (t4) was 22.8). Per follow up information received via task on 15apr2025, spoke with biomed who stated they had pulled all patient data. They said this event did not occur during patient use. Nurse found it in the closet with a frozen chiller.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported is due to a failed chiller unit. During evaluation, it was found that t4 does not cool. Unit is not cooling; 3 pumps are working. Chiller assembly was replaced. Coin cell was replaced. The unit is functioning properly. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.